Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving service code 204 messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reportable problem (service code 204) was confirmed. Upon investigation, the trunk cable connector was cracked and the blue wire inside the connector was broken. The root cause of the broken connector could not be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The pt received a replacement electrode belt.